Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08745 inches. Drive support disk was inspected and no anomaly was noted. Unit had cracked case at display window corner.

Event description:
The customer reported via phone call that he could not change the reservoir and was hospitalized the next day. Customer's blood glucose level was 441 mg/dl. The customer experienced a diabetic ketoacidosis. He was hospitalized on (B)(6) 2017 with a high blood glucose level of over 800 mg/dl. The customer could not get out of bed and called the ambulance. The customer was off the insulin pump less than 48 hours prior to hospitalization. The drive support cap was protruded. The customer was using the insulin pump at the hospital to treat but was now on insulin drip. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.